Event description:
It was reported that approximately. 45 months after implantation, fluctuating rv stimulation threshold was observed between 1v and 5v. The lead was explanted.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The returned ICD underwent a status interrogation. The device status was eos, which had been activated by the implant on (B)(6) 2019. The charge drawn from the battery was checked and turned out not to be as expected. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The electronic module was then connected to an external voltage source and again underwent an electrical function test. The current uptake of the electronic module was analyzed and proved to be inconspicuous. The module was fully capable to deliver therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the battery manufacturer for extensive analysis. The production documents of the battery were reviewed and verified that there had been no deviation of the battery parameters from the specified values during the manufacturing process. The visual inspection of the battery showed no anomalies. The battery was then opened for a destructive analysis. While examining the internal battery structure, an increased impedance was detected. It can therefore be assumed that the increased internal impedance of the battery led to a voltage drop on the electrical module and thus contributed to the clinical observation. In summary, the capability of the electronic module of the ICD to provide therapy was checked at an external voltage source and found to be fully functional. The clinical observation resulted from an increased internal impedance of the battery detected during the battery analysis.

Manufacturer narrative:
The wrong manufacturer analysis was submitted in follow up 1. The analysis results have been corrected. The method, result, and conclusion codes remain the same. The returned lead was extensively analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection found no deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be conforming to specification and without defects. The manufacturing process of this lead was checked. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.